Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed during the inspection. Additional issues were identified during the device evaluation: brush and forceps had restriction at the channel; minor scratches on the hold ring and on switch 1; pinhole on lens glue; distal sheath glue was cracked; customer barcode at scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing they were unable to pass the forceps through the elevator channel on the evis exera iii duodenovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blockage was traces of damage (kink & scrape) inside biopsy channel. Olympus will continue to monitor field performance for this device.